Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and charger. It was also reported the patient had not used or charged the ipg in approximately 3 months. The ipg was inoperable. It was noted he patient's programmer also reflected a communication error. Follow-up information revealed the patient underwent surgical intervention where his ipg was explanted and replaced with a different model. The reported issue is now resolved.